Manufacturer narrative:
Conclusion code was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of desktop charger (s/n (B)(4) ) found that there was a broken connector in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator for non-malignant pain, post lumbar laminectomy syndrome. It was reported that the desktop charger had a broken connector pin and the manufacturing representative would not inspect the recharger for damage. The recharger was unable to charge normally. No patient injury was reported. No further complications were reported or anticipated. Additional information was received on 2017-09-14 and it was reported that the patient had poor/no telemetry with recharging. The patient reported they could not charge their ins and all they got was a repositions antenna screen on the recharger. The patient called the manufacturing representative about the reposition antenna issue. The patient stated their connector pin had broken previously and the manufacturing representative (rep) had a replacement desktop charger sent. The patient told the rep they received the replacement, but the replacement did not resolve the reposition antenna screen. The rep told the patient to get a new recharger. The last time the patient saw the rep was on (B)(6) 2017. Patient last felt stimulation on (B)(6) 2017 and it had been about 4 weeks since they were last able to successfully charge their ins. The broken connector pin had been broken, therefore the patient had not been able to charge the recharger to charge the ins. The patient saw a reposition antenna screen during the call and they were unable to communicate with the patient programmer. Patient stated they had been in pain. The patient was redirected to their healthcare provider to address a possible overdischarge. No further complications were reported or anticipated. [Refer to manufacturer report #2182208-2017-01454 for details pertaining to the reportable related event.]